Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited shock impedance out of range. Defibrillation threshold (dft) test was performed. Technical services (ts) asked to perform pressing maneuvers on the sternum and pocket to expel or re-absorb air. The patient still groggy in recovery and local anesthetic still effective. The device remains in service. No additional adverse patient effects were reported.